Event description:
It was reported that a 68-year-old male patient ((B)(6)1953) underwent an atrial fibrillation (afib) procedure with an unk_smart touch bidirectional. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion when performing an atrial fibrillation procedure using the carto 3 system. At the end of the procedure the physician checked using intracardiac echo, per normal protocol, and an effusion was discovered in the right ventricle. The caller did not know the size of the effusion. A pericardiocentesis was performed with the help of an infusionist and 500 cc's was removed. It is not known if the drainage tube was left in place. No other intervention was performed. The patient is hemodynamically stable at this time. Additionally, it was reported that while performing a cti line that there was a steam pop. There was a 15-ohm drop in impedance but no other indication that there was a steam pop. The physician did state that they felt the steam pop. The physician does not believe the steam pop was the cause of the effusion. The catheter is not available for return. Max watts used was 50. Total ablation time: about 30 minutes. The physicians said that the cause could have been due to him being in the sheath and then moving around the ablation catheter in the left atrium. Since he was in the sheath, he did not have the contact force numbers at the time he speculates the ae happened. The bwi sales consultant is unsure if the patient required extended hospitalization because of the adverse event. A smart ablate generator was used. A stsf df was used in the intervention (no serial/lot number). A transseptal puncture was performed with a bayliss. Prior to noting the pericardial effusion ablation was not performed. There was a steam pop in the right atrium during cti line ablation. They saw effusion at the end of case, so we are unsure exactly when it happened. Stsf standard flow settings were used, he turns off pre rf irrigation (2seconds) time. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed, they did have an impedance spike during the steam pop. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability used were standard surpoint settings. 3mm, 3s, 25%, 3 g. Respiratory additional filter was used with the visitag. Impedance 0-10 color option was used prospectively. Clarification has been requested regarding response that ¿prior to noting the pericardial effusion ablation was not performed.¿ since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-sep-2022, bwi received additional information indicating that ablation was performed before the effusion was noted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).